Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of a -18.0 diopter tore/broke during loading. There was patient contact, but no patient injury. The replacement lens also broke/tore during loading. The problem was not resolved. The cause of the event is both device and unknown.

Manufacturer narrative:
B5: no patient contact (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#(B)(4).

Manufacturer narrative:
H6: work order search: one similar complaint found -(B)(4) replacement lens. Claim# (B)(4)